Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. Imaging revealed the paddle lead had migrated to one side. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
A4 patient weight added to the report. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the paddle lead was explanted and replaced with two octrode leads. Post-operatively, stimulation therapy was restored.